Manufacturer narrative:
Concomitant medical products: product ID: a3dr01; serial#: (B)(4); implanted: (B)(6) 2020. Product ID: 408158; serial#: (B)(4); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network report lead impedance showed bipolar value for unipolar settings. Advised this is a network issue where the device operation and clinical data were not impacted. An in clinic visit will allow the clinician to establish and confirm the correct values if applicable, where the correct lead impedance data had already been displayed in the trend data and the battery and lead status remote monitoring network report.  No patient complications have been reported as a result of this event.